Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was an air leak. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. There was no reportable malfunction.